Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated and had high impedances. The patient underwent a lead replacement procedure. The explanted device will not be returned as the surgery center would not release the lead.